Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power. The customer stated she did not receive a low battery alert prior to the off no power alarm. During troubleshooting, it was indicated that the battery was not previously used, the device was not dropped, but there were unattended alarms. The customer did not have a new battery to complete troubleshooting. The customer also reported receiving multiple no delivery alarms. Blood glucose level at the time of the incidents was unknown. She stated that she delivered a bolus into the air and insulin did exit. The customer was unable to troubleshoot. It was advised to change the battery, infusion set and reservoir and call back if issues persist. The insulin pump will not be returned for analysis.